Manufacturer narrative:
Visual analysis of the returned device identified underweight, broken shell, crease fold, missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A piece of the shell is missing the assessment is inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported rupture and capsular contracture of baker grade unknown for left side, device remains implanted.

Event description:
Additionally, healthcare professional reported a patient experienced "concerns of her implant type and the risk of alcl", ¿CT neck: large right level ii lymph node measures 1.7x2.7x2.4cm. Another significant cervical lymphadenopathy¿. Device to be removed.